Event description:
It was reported in a journal article that a patient who underwent revision to a rotating hinge knee for arthrofibrosis subsequently required wound debridement and closure and manipulation under anesthesia, with implant retention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2: foreign country : canada. G2: citation: lex, j. R., entezari, b., backstein, d. J., & wolfstadt, j. I. (2025). Reliable outcomes provided by a rotating hinge knee arthroplasty for patients who have moderate-to-severe arthrofibrosis. The journal of arthroplasty, 41(3), 862¿868. Https://doi.org/10.1016/j.arth.2025.07.041. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.